Event description:
The analyzer produced a series of results with low light signal. This scenario is consistant with depletion of signal reagent during operation of the analyzer which could cause false negative "ckmb" and beta-hcg results. There was no report of pt harm as a result of this occurrence.